Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Based on the follow-up the information indicated that the device was successfully reset and no intervention or replacement had actually taken place. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) on 2014-07-14 reported that the patient could not recharge. The caller noted that the manufacturer representative had also tried to help with no success. It was noted that the most recent time was one week prior to (B)(6) 2014. The caller reported that the patient had been discharged "like this" three times and was looking to take the implantable neurostimulator (ins) out and move to a competitor's product. It was noted that the patient did not use the therapy all the time and most likely this was the reason for the overdischarge events. Two days later, it was later reported by the manufacturer representative that the patient's battery was reset with a physician's recharge and the patient was doing well. Five days later, it was later reported by the manufacturer representative that the overdischarge was caused by the patient not charging for two to three months. It was noted that, as expected, without stimulation the patient's pain came back. However, it was noted that the stimulator was working well and the patient was happy. The manufacturer representative was not made aware of any leg swelling and that was not brought to the attention of the manufacturer representative during the last visit which was two fridays prior to (B)(6) 2014.

Event description:
It was reported the patient had a communication problem. It was noted an overdischarge was suspected. It was reported the issues started five months prior to call when the patient could not turn stimulation on. It was noted the last successful recharging session was in (B)(6) 2013. It was reported the patient was in excruciating pain and had a swollen leg. It was reported the patient had a meeting with the manufacturer representative and could not restart the device. It was noted the patient was scheduled for replacement a few weeks after call. It was reported the cause of the swelling was unknown, but may be due to high blood pressure medication.